Manufacturer narrative:
(B)(4), per exemption number e2017013.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 08-sep-2017 a field service engineer (fse) confirmed that the customer had just recently replaced the column. The fse inspected the column area and found that the outlet from the column to the detector was not properly inserted, allowing for pooling between the column and the outlet. The fse advised the customer of the findings and provided training on how to properly fit the outlet and thumb screw into the column. The g8 analyzer was performing within specifications. A 13-month complaint history review was performed from (B)(6) 2017 through (B)(6) 2017 for serial number (B)(4) for similar complaints. No similar complaints were found during this searched period. The g8 operator's manual states under chapter 5, maintenance procedures, section 5.6 - column replacement, provides step-by-step instructions for the operator to follow on column replacement including instructions on connecting the column to the detector side. Chapter 1, instruction and applications, section 1.8 - limitations of the procedure, states that dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Results will not be reported if the total area (ta) is <500 or if the ta is >4000. The probable cause of the reported event was due to the outlet from the column to the detector being incorrectly installed by the customer when replacement of the column was completed.

Event description:
On (B)(6) 2017 a customer reported getting high total areas on patient samples, which caused delay in reporting of patient results for hba1c. The customer reported that upon repeat the total areas were within acceptable range (acceptable range of 500-4000): patient 1: 5329 total area and 1232 upon repeat. Patient 2: 4147 total area and 1173 upon repeat. Patient 3: 4496 total area and 976 upon repeat. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.